Event description:
The consumer stated, "was using the heating on the couch in the living room. Was holding the switch down when he smelled something burning and saw the smoke" the product was returned for investigation. The pad was 33 years 2 months old. Customer did not claim any injury. The customer said the incident lasted for a few seconds. An investigation was done to look into the customers complaint. The inspector found that the switch was malfunctioning and creating a burning smell. The interior of the switch did not show any signs of burning. The internal components were behaving like that probably due to wear and tear due to age as the pad was more than 33 years old.